Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent extensive transvaginal urethrolysis, repair of suprapubic incisional hernia, creation of autologous fascial sling with donor site of the lower abdomen on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion, infection and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystourethroscopy on (B)(6) 2012 by dr. (B)(6) due to mesh exposure and mixed urinary incontinence. It was also reported that the patient underwent extensive transvaginal and abdominal urethrolysis with removal of the mesh on (B)(6) 2012 due to vaginal wall erosion post tension-free vaginal tape mesh complications and pelvic pain due to mesh and dyspareunia by dr. (B)(6) at the ucla health system. (B)(4).

Event description:
It was reported that the patient underwent cystourethroscopy on (B)(6) 2012 by dr. (B)(6) due to mesh exposure and mixed urinary incontinence. It was also reported that the patient underwent extensive transvaginal and abdominal urethrolysis with removal of the mesh on (B)(6) 2012 due to vaginal wall erosion post tension-free vaginal tape mesh complications and pelvic pain due to mesh and dyspareunia by dr. (B)(6) at the ucla health system.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence which lasted for greater than 10 years and the last 3 years were the worst years. Following implantation the patient had multiple complaints including primarily urgency, incontinence and frequency, patient reported also pelvic pain and that her husband was getting cuts on his penis. (B)(4) ¿ frequency.